Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-03452. It was reported the patient ((B)(6)) experienced ineffective stimulation. System diagnostics revealed normal impedances. However, reprogramming was tried to no avail. Next course of action is undetermined at this time.

Event description:
Device 1 of 2, reference MFR. Report# 1627487-2017-03452. Further information received identified additional reprogramming was tried which resolved the issue.